Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. Efforts to obtain additional details were unsuccessful. This product issue will be updated if additional information is received.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
(B)(4). Additional information was received confirming that this device was electively explanted and returned for testing over one year after the initial clinical observations were reported. Upon receipt in our post market quality assurance laboratory, a through evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that latitude detected a red alert for this system due to low shock impedance measurements. No adverse patient effects were reported.

Event description:
--